Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was indicated that patient started the interstim trial on (B)(6) 2014 and had an allergic reaction to the adhesive that was used which caused a mrsa infection 2 days later (B)(6), after starting trial. The patient reported that there was no issue with the device and therapy helped her. The patient¿s appointment was with their health care provider was scheduled in two weeks from the call date to determine the next step. A follow-up report will be sent if additional information becomes available.